Event description:
Complainant alleged that during routine preventative maintenance at the customer's facility the device displayed a "pacer fault 117" message while attempting to charge. Complainant indicated that there was no patient involvement in the reported malfunction.